Event description:
It was reported that the parent of a pump user claimed the pump's battery was depleting too quickly. There was no reported impact to the customer¿s blood glucose level. Efforts were made to follow up with the customer through multiple calls and an email, but contact was not established, and the pump user was not available at the time of initial reporting. The pump was noted to be out of warranty.